Event description:
It was reported that during a vats upper lobe wedge resection procedure, the instrument was placed over the upper lobe lung tissue. Gold cartridge was used, the handle closed and the instrument fired. There were no issues noted with the firing cycle. However the surgeon could not open the instrument to release when grey button was pressed. The red reverse button deployed with no effect on the knife blade when the firing handle repeatedly was squeezed. Because the tissue margin was acceptable, a second instrument was introduced to resect the tissue and remove the instrument. No detrimental patient issues noted. There were no adverse consequences for the patient. Following the procedure, the device was visually inspected by the staff. The surgical fellow who fired the device it was noted that the knife blade was in fact stuck at the end of the device and unable to be returned even when deploying the red knife return button. The staff was told to retain device for collection as per protocol. However, later it was learned that the device had been disposed of accidently before it was could be collected.

Manufacturer narrative:
(B)(4). Information unavailable. The device was not returned. The device was not received for analysis; therefore, the complaint could not be confirmed. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.